Event description:
It was reported that on july 7, 2025, at 10:00 p.m., a patient was connected to a benevision n12 patient monitor (serial number (B)(6)) in use with a benevision n1 (serial number (B)(6)). The patient experienced asystole; however, no alarm was generated.

Manufacturer narrative:
When the benevision n1 patient monitor is used as a module with other mindray monitors, there is a low probability that upon setting an alarm pause, the device may remain in the alarm pause state without displaying the remaining alarm pause time. In this situation, a prompt indicating the alarm pause state will remain visible on the interface, and all other monitoring functions and technical alarm functions will continue to operate normally. Users can cancel the alarm pause at any time. Mindray will issue a field safety notice (fsn) to affected customers informing them of the relevant information and the measures taken. Mindray service team representative or authorized service personnel will contact customers for software upgrade.

Manufacturer narrative:
Narrative mindray representatives tested the operation of all benevision n12 and n1 monitors in the department. The devices are functioning normally, and no alarm failure phenomenon was found. More monitor logs are being collected for investigation, and this issue is under investigation.

Event description:
It was reported that on (B)(6) 2025, at 10:00 p.m., a patient was connected to a benevision n12 patient monitor (serial number: (B)(6) in use with a benevision n1 (serial number: (B)(6). The patient experienced asystole; however, no alarm was generated.